Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for non-malignant pain. The patient representative (rep) reported it was taking a long time to connect to the pump to deliver a bolus. The patient representative (rep) stated the screen would get stuck at 90% for 2-4 minutes and then it would go to 90% fairly quick, but the last 10% of the connection was very long. The patient rep stated patient get 8 bolus a day. Agent reviewed device function. Agent assisted patient rep with clearing data on the handset. The patient rep was able to connect to pump very fast. The troubleshooting steps that were taken on the call resolved the issue.